Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during the opening of the package, both trocars were found defected. The plastic cannula was cracked and the metal blade was bent. The items were found in that condition after opening the packages. No patient injury was reported. Product was not used on patient.

Manufacturer narrative:
(B)(4).